Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the device history records for this device was not possible without additional device information. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
Device evaluation found that the crowns of the returned multi-axial screws (mas) are showing impactions due to tightening with a spinal rod. For one mas, the deformation is asymmetrical which is consistent with the transmission of flexural loads through the connection whereas the deformation is symmetrical for the other mas, consistent with proper tightening of the connection. Each rod presents 2 marks coming from the tightening of the setscrews. The anterior side of the rod with lot# 0089398w presents 2 contacts with the crown of the mas or the serrated portion of the mas bone screw. The anterior side of one rod presents 1 contact with the serrated portion of the mas bone screw. All setscrews present worn surfaces at the flat bottom which are consistent with the tightening of the rods. MRI and x-ray confirmed the collapse of l2 vertebra. The collapse of the l2 vertebra may induce additional loads on the mas explaining the asymmetrical contact shown on one mas crown.

Event description:
It was reported that the patient underwent an l2-l3 instrumented lumbar fusion using capstone and sextant. At 128 days post-op, the patient presented with vertebral body collapse of l2 and pain. The patient underwent a revision surgery seven days later. No additional information has been provided.